Manufacturer narrative:
The lens has been returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to a broken haptic noted upon insertion. The incision was enlarged to remove the lens and sutures were placed to close the wound. A backup lens of same model was implanted successfully. The patient's prognosis was reported as "good". Reference MDR# 1313525-2015-00250 for the delivery device used during this procedure.